Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, hp had their transfer set connected to the pt line of the homechoice set during the prime cycle and had a "clamp open too soon". Per hp's nurse, hp presented at emergency room with abdominal pain and cloudy effluent. Hp was hospitalized for 3 days, antibiotic treatment during that time is unk. Hp started a course of vancomycin 2g intraperitoneal (ip) and gentamicin 60 mg ip every 4 days for 16 days. Based on the absence of symptoms of peritonitis experienced by the pt, it was concluded that the pt had fully recovered after completing the antibiotic therapy. No follow up culture or cell count was performed.